Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer did not see the electrode when she removed the sensor and thought it was in the skin. The customer asked if that was dangerous or not. The sensor will not be returned for analysis.